Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The clinical manager at the user facility confirmed that the 2008t hemodialysis (hd) machine generated a blood leak alarm approximately 3 hours after the hd therapy was initiated. The leak was noted as being an internal blood leak from the dialyzer. No damage to the dialyzer or its packaging was observed. The dialysate line was checked with a blood leak test strip and returned a positive result. The patient's estimated blood loss (ebl) was noted as being approximately 300 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient's treatment was ended when the issue occurred. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. (B)(6).